Event description:
The q-stress cardiovascular stress test treadmill would not turn off when the stop button was pushed nor when the program was closed out on the computer causing a patient fall and an employee injury.